Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be identified. However, it is likely that the image is not displayed due to failure of the transmitter and receiver module. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera control unit exhibited no image caused by a defective receiver and transmitter module. For correct function, it was recommended to replace the receiver and transmitter module. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to disconnection in receiver and transmitter module, error code e222 was displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.